Manufacturer narrative:
Investigation: inratio precision data provided by end-user lot: date: (b)(60 2012, 1st inr: 6.0, 2nd inr: 4.5, mean: 5.25, sd: 1.06, %cv: 20.20. Since %cv is more than 20%, the precision test failed criteria for precision. More investigation is required. Additional inr result of 3.8 was excluded from data analysis because time between tests exceeded three hours. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273311. Test results as follows: donor: 197, inratio results: (2.0, 2.4, 1.9), reference: 2.01, bias threshold: (1.01 - 3.01), %cv: 12.60. Donor: 215, inratio results: (3.2, 3.0, 3.1), reference: 2.83, bias threshold: (1.83 - 3.83), %cv: 3.23. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: review of complaint revealed timing between correlation testing was not available. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Root cause could not be determined. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code mz5qh which brick lot number 257205 was assigned and packaged into strip lot numbers 271133, 271481, 271135, and 271134. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one patient. Results as follows: date: (b)(60 2012, inratio inrs: 6.0, and 4.5. Physician suspended coumadin dose. Caller also reported that last week (strip code not known) his wife's inratio inr was 3.8, and that coumadin dose was withheld that night as well.